Manufacturer narrative:
Concomitant medical produucts: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl 1500 mcg/ml; 540.3 mcg/day, clonidine 400 mcg/ml; 144.07 mcg/day and morphine 25.0 mg/ml; 9.004 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2015. It was reported the patient experienced an inflammatory mass. In (B)(6) 2015 the patient started to have lower back pain and their legs going numb. On the (B)(6) in 2015, magnetic resonance imaging (MRI) was done and found a granuloma. The pump was emptied and saline was put in the pump. The saline was ¿slowly dripped¿ on the pump to allow the granulomato go away. The patient was told by the hcp that the granuloma was caused by the morphine or fentanyl but most likely the morphine. From (B)(6) 2015 the patient had ¿saline dripping on the granuloma¿. On (B)(6) 2015 an MRI was performed and discovered the granuloma was gone. The pump was refilled with morphine and fentanyl. In (B)(6) 2016 the patient started to experience lower back pain and legs going numb. The patient had a pinched nerve in the area of lumbar 4-5. In (B)(6) 2016 an MRI was done and found a granuloma was developing again. The pump was "up to a 9 right now, last year it was at 17 when they found the granuloma¿

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a healthcare provider (hcp) indicated the cause of the recurrent granuloma was unknown. The catheter was revised on (B)(6) 2016 to resolve the granuloma (distal catheter segment was replaced).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.